Event description:
The customer reported that during a lap-assisted vaginal hysterectomy, after the second application the knife blade jammed between the jaws of the device, preventing the jaws from re-opening while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device and then sutured the tissue manually. Blood loss was less than 250cc, but the surgery was reportedly extended by more than 30 minutes. There were no further complications.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.